Event description:
During baxter device evaluation, the pumphead module stop button would found to be out of order. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of pumphead module stop button out of roder was found and confirmed through evaluation. The assignable cause was determined to be a faulty pumphead module keypad. The pumphead module keypad was replaced to resolve the condition. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).